Event description:
"Spider tech". Pre-cut elastic sports tape. Purchased therapeutic tape that claims to help relief muscle and joint pain and after within less than 2 hours use the product caused severe burning and tearing of skin during application use and were very difficult to remove once applied. Item was purchased at (B)(6). I used this product to relief daily disabilities of muscles and joint pains every day. I'm a disabled military vet with various disabilities. This product is a fraud and scam and does not work. Company refused to return my call which is located in (B)(4). Note: I have photos taken on (B)(6) 2016 and left permanent skin damage, marks and scarring.